Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the perforation in the vena cava. It was reported this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). During advancement of the steerable guide catheter (sgc), resistance was felt with the anatomy, but the device was successfully advanced the left atrium and the mitraclip delivery system was inserted. One clip was implanted, without issue, reducing mr to 1. During the procedure, the patient was unstable and when the sgc was removed, massive bleeding into the abdomen was noted. It is the physicians opinion that the perforation occurred in the vena cava during the difficult sgc advancement. The perforation was surgically treated and the patient stabilized. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of hypotension and vessel perforation, are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was reviewed and a conclusive cause for the reported physical resistance while advancing the steerable guide catheter (sgc)could not be determined. The reported patient effect of perforation appears to be likely due to the operational context. The reported hypotension was a cascading effect of the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.